Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device sample was received in used condition, decontaminated and in a plastic bag. Per visual inspection, the cuff is slightly inflated. Per functional testing, the device was inflated with the use of a syringe to detect any problem in the inflation system, a leak was identified in the inflation line. The complaint was confirmed; however, it was detected by the customer after three (3) months of use in the patient. A root cause for the condition was not identified. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. This issue will be monitored, and further actions taken accordingly. The complaint fault has been escalated to address a full root cause investigation.

Event description:
It was reported that the customer noticed a spontaneous leak either in the cuff or in the blocker line after three months of use. The customer did not know the number of preparations nor the type of processing. There was patient involvement. The patient required repeated suction due to increased stimulus and leaking water, but besides that, no patient harm/adverse event was reported. The operator of the device was the patient, and the event took place in the patients¿ house and the products showed deficiencies immediately upon use. The customer said that device preparations were made according to the instructions. Two devices were involved representing the same patient. The second reported device was documented on (B)(4).

Manufacturer narrative:
E1 initial reporter phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.